Event description:
The customer reported that the insulin pump had moisture under the display. Troubleshooting was performed. The customer stated that he jumped in the pool with the insulin pump on. The customer received a vibration and a blank display. The battery was changed and the device still was not functioning. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage on the electronic assembly.